Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a leakage at the beq-hmod70000-USA #squadrox-ID ad.o.fil. On the blood outlet connector was detected during patient treatment. The oxygenator was exchanged during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a leakage at the beq-hmod70000-USA #squadrox-ID ad.o.fil. On the blood outlet connector was detected during patient treatment. The oxygenator was exchanged during patient treatment. The affected beq-hmod70000-USA #squadrox-ID ad.o.fil. With lot#3000189895 was technically investigated in the getinge laboratory on 2022-06-03. During the tightness test the reported failure could be confirmed. The blood-side leakage test showed a leakage at the blood outlet connector after approximately 1 minute. In a bubble test, the leakage point was identified, marked and analyzed in more detail under black light. The most probable root cause could be determined as insufficient bonding of the connection point between the blood outlet connector and the blood outlet cap during manufacturing/assembly steps in the production. In order to address this a non confirmity (B)(4) was initiated to investigate further. Furthermore mcp production was informed about the investigation results. The production records of the affected beq-hmod70000-USA #squadrox-ID ad.o.fil. With packaging lot#3000189895 were reviewed on 2022-06-08. According to the final test results, the beq-hmod70000-USA #squadrox-ID ad.o.fil. With serial number 9695 passed the tests as per specifications. Based on the investigation results the reported failure "leakage at the blood outlet connector" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.